Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using e-luminexx vascular stent. It was reported that during procedure, when advancing the stent over the guidewire, it got stuck halfway and was stuck on the wire. After flushing and wetting it again, the stent would go back but not any further. Then they took a new guidewire and tested it outside the patient in the stent. I had no problem, so they replaced the guidewire in the patient with a new one and were then able to advance the stent, but on fluoroscopy they saw that the stent had already unfolded a little. The stent was nicely positioned, but when they retrieved it, the shaft got stuck on the guidewire again. This time it was completely stuck. Then they finally decided to cut the guidewire. When retrieving the wire from the shaft, it was observed that a green inner sleeve seemed to have come loose. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system sample was returned for evaluation and the stent was completely deployed and missing as it was placed inside the patient while the inner catheter was broken and returned with sample and one of the pieces was stuck over the guidewire. The investigation is confirmed for difficult to remove and the break and detachment of the inner catheter is considered cascading events. In this case, it was reported that the device was flushed and the tracking wasn't tortuous. Based on available information and the evaluation of the returned sample, the investigation is closed with confirmed results for difficult to remove and the break and detachment of the inner catheter is considered cascading events. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU state: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Regarding accessories, the IFU states: "0.035 inch (0.89 mm) diameter guidewire". The packaging pictograms indicate a 0.035" guide wire. Regrading preparation, the IFU states "prior to use, flush the stent delivery system with sterile saline using a small volume (e.g., 5 ¿ 10 cc) syringe. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters". The IFU states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". G3, h6 (device, component, method, result, conclusion) . Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using an e-luminexx vascular stent. It was reported that during the procedure, when advancing the stent over the guidewire, it got stuck halfway and was stuck on the wire. After flushing and wetting it again, the stent would go back but not any further. Then, a new guidewire was used and tested outside the patient in the stent. It was further reported that the guidewire was replaced in the patient with a new one and they were then able to advance the stent, but on fluoroscopy they saw that the stent had already unfolded a little. The stent was nicely positioned, but when they retrieved it, the shaft got stuck on the guidewire again. This time it was completely stuck. Then they finally decided to cut the guidewire. When retrieving the wire from the shaft, it was observed that a green inner sleeve seemed to have come loose. There were no reported patient injury.